Event description:
Customer reported via phone call that plunger and reservoir fell out during priming causing leakage past the o-ring. Customer's blood glucose was 127 mg/dl. Customer also reported to have air bubbles and it was difficult to remove with plunger. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.